Event description:
Litigation papers allege that the patient was revised because the acetabular shell was loose and had no bone in-growth as a result of metal particles.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.